Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly and corroded battery tube noted during visual inspection. Device also received with cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was accidentally dropped near the ocean and insulin pump was not turning on. Troubleshooting was done for moisture expose. Customer was assisted with performing self test and it was fail. Customer noticed that the minutes were not changing on display. Customer declined to troubleshooting for frozen display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.